Manufacturer narrative:
Final device analysis results reveal the distal tip is intact, but is bent at the #0 ring electrode. The proximal connector is intact, but is bent at the #4 connector sleeve. The device passed electrical resistance testing. The distal tip of the returned accessory stylet wire did not appear bent.

Event description:
The dbs lead was returned to the MFR for analysis from the facility. Pre-operative device inspection by the user revealed the distal tip was bent. The most distal electrode wasn't in alignment with the other three more proximal electrodes. The product problem was detected prior to clinical use. The device was not used and was replaced before the case. The product was returned to the MFR for evaluation.